Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 13.5 years later, the patient underwent a revision due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - femur. H10: multiple reports were submitted for this event. 0002648920-2024-00349. The reported event was not confirmed. Visual examination of the provided picture identified explanted components from a knee arthroplasty procedure, including a femoral component and tibial insert. The implants show blood residue and signs of use. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.